Manufacturer narrative:
The reported event was unconfirmed. The following loaner device, arctic sun 5000, serial number (B)(4) was returned to bes-dymax for service repair under service record number (B)(4). The arctic sun 5000 was visually examined upon receipt and was found to be free of physical damage and/or defects. The reported issue of the loaner not cooling was unconfirmed. The root cause of the reported issue could not be determined. The loaner device was functioning properly and the reported event could not be reproduced. The device received all applicable updates. The device passed all the applicable leakage and safety tests and was returned to service. (B)(4).

Event description:
It was reported that the patient was not cooling to the target temperature of 36c from 36.5c. Prior to the call to ms&s the nurse had adjusted the target to 35c, and stated that there were only two bars illuminated on the reservoir level. During troubleshooting, the water temperature was observed, and it was noted that the water temperature had decreased from 18c at the beginning of the call to 14c by the end of the call. The trend indicator had 2 arrows pointing upward and the nurse stated that the patient was shivering, and was administered propofol per the facility protocol. The target was changed to 36c, however therapy continued on the device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient was not cooling to the target temperature of 36 celsius from 36.5 celsius. Prior to the call to ms&s the nurse had adjusted the target to 35 celsius, and stated that there were only two bars illuminated on the reservoir level. During troubleshooting, the water temperature was observed, and it was noted that the water temperature had decreased from 18 celsius at the beginning of the call to 14 celsius by the end of the call. The trend indicator had 2 arrows pointing upward and the nurse stated that the patient was shivering, and had administered propofol per the facility protocol. The target was changed to 36 celsius, however therapy continued on the device.